Manufacturer narrative:
The customer reported that "pump shuts down without a warning." Visual and functional testing: the device was not returned; therefore, visual inspection and functional testing was not performed. Infuser pump logs were provided and analyzed by r&d engineering. The logs revealed significant issues related to battery depletion with little to no prior warning. Initial alarm: the first replace_battery alert was recorded on (B)(6) at 21:49. Battery status: on (B)(6), the pump operated on battery power from 20:43 until 23:49, at which point the low_battery alarm was triggered. The battery level dropped from 3 to 0 within seconds, followed by a software_failure alarm upon restart. This pattern is indicative of battery failure.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ infuser that reportedly shut down without warning during patient care. There was no report of any human harm.